Event description:
A man underwent aaa repair in 2000. One main body and three iliac grafts were placed. This was the first case at this facility. The procedure went as labeled. Due to the aneurysm of the whole landing zone which had been growing for seven years, the endovascular graft was no longer fit and was floating in the blood vessel at the widened area. However, there was no flow into the aaa. Another iliac leg graft was placed. To avoid rupture of the abdominal aortic aneurysm, an add'l iliac leg graft was placed lengthwise in the external iliac artery. Another MFR's stent was also placed to enhance the sealing. Blood flow ceased to the aneurysm on the common iliac artery. The peripheral pulse was normal. Pt is recovering at this time.

Manufacturer narrative:
Event eval: still under investigation.